Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 45 mg/dl. The customer stated that she has been working with her insulin pump trainer to find the correct settings for her. The customer felt that the insulin pump was working as designed, and declined troubleshooting. Nothing further was reported.